Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825, serial/lot #: unknown, ubd: , UDI#: h3, h6; the em interface, lot number: 603003442, was returned to the manufacturer for analysis. The returned em interface was connected to the navigation system test bench system and wouldn't power on. The interface didn't appear to have any physical damage. They were unable to perform further analysis. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that after registration, the consumables were no longer recognized. The interface was not activated. The surgery was completed safely without the use of navigation. There was no delay and no impact on patient outcome.